Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive sheath was selected for use. During faradrive sheath preparation, at the very beginning of the case, the procedural steps were followed without any issues. However, during insertion of the farawave catheter into the faradrive sheath and first aspiration with a catheter inside the sheath, air bubbles appeared. Another syringe was tried without success. After this troubleshooting, it was decided to pull out the catheter from the sheath and the physician attempted to aspirate one more time without the catheter in the sheath. However, air bubbles were still present in the sheath. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during a pulsed field ablation procedure, a faradrive sheath was selected for use. During faradrive sheath preparation, at the very beginning of the case, the procedural steps were followed without any issues. However, during insertion of the farawave catheter into the faradrive sheath and first aspiration with a catheter inside the sheath, air bubbles appeared. Another syringe was tried without success. After this troubleshooting, it was decided to pull out the catheter from the sheath and the physician attempted to aspirate one more time without the catheter in the sheath. However, air bubbles were still present in the sheath. The sheath was replaced, and procedure was completed without patient complications. The sheath is expected to be returned for laboratory analysis.